Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. It was reported that sensor was inserted into their side, an unapproved site according to the user's guide. It should be noted that the safety information for the animas (tm) vibe insulin pump and cgm system states: sensor placement and insertion is not approved for sites other than the belly (abdomen). However, a root cause for the reported inaccuracy cannot be determined.